Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: device manufacturer date unknown / not provided h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was unable to be placed due to lack of primary stability/loose at site #5. Implant was removed. Patient not returning for future implant re placement. As a result of the event no injury to the patient was reported, symptoms as a result of the event: inflammation & pain.